Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured prior to the correction for action res#91127 was implemented. We are unable to confirm or determine the root cause of the reported thermal event, as the device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Locked down smartphone: lockdown: omnipod software app version: 3.1.1, smartphone operating system: n5004l-am-q-mv01602-06-01.06, smartphone hardware: n5004l, cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's father, that the omnipod personal diabetes manager (pdm) charging cable melted into the charging port of the pdm. The pdm had been charging for 2-2.5 hours when the damage was noticed. The father confirmed using the charging cord provided with the charger. No impact on the patient's blood glucose levels was reported. The patient did not experience any harm or require medical treatment related to the reported thermal event. The device was also reported to no longer turn on.